Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few weeks post-implant at a wound check, the device appeared to be rotated. The pocket was revised and the device remains in use. The patient was noted to be part of the product surveillance registry. No patient complications have been reported as a result of this event.